Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be blood filled and coagulated. Functional testing could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "air in line" event was observed during continuous renal replacement therapy with a prismaflex st150 set, described as "there were air bubbles at the start of pre-blood-pump (pbp) peristaltic pump roller and fluid was going to the roller and air bubbles when it exits the rollers". The set access line to the patient had "blood from the patient to the pbp line intersection but was all air after that to the safety clamp". There was no machine alarm noted. This occurred two (2) times with the same patient using two (2) different sets. Both sets were replaced to continue treatment without the extracorporeal blood being returned to the patient either time. There was no report of serious injury or medical intervention associated with this event. No additional information is available.